Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had five and a half years if remaining battery and then went to four and a half years in a span of six months. The engineering analysis indicated that the device seems to be depleting normally due to an increase in rv amplitude. Another factor in the increase in power consumption was the pacing percentages increased in the ra and rv. The device also has minute ventilation (mv) on and signal artifact monitoring (sam) enabled. These in conjunction with the increase in rv output has caused the power consumption seen. No abnormal battery depletion was noted with the data from (B)(6) of 2020. However, it needs current data for analysis of what is currently going on. This device remains in service. No adverse patient effects were reported.